Event description:
It was reported by svc report that the brakes were not holding properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.